Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from physician. This case is cross referred with (B)(4) (cluster: same reporter, same suspect, same events). This case involves a male pt of unk age who developed intense pain at the site of injection while receiving treatment with synvisc. The pt's medical history, past drugs, concomitant medications or concurrent conditions were unk. On an unk date in 2014, the pt initiated treatment with synvisc injection at a dose of 2 ml in the last 8 weeks (frequency, batch lot number, expiry date and indication was not provided). The pt had synvisc administered into the wrist (drug use for unapproved indication) and he was fine after the first synvisc 2 ml injection. It was reported that the pt experienced severe reactions after his second injection and he had intense pain and inflammation at the site of injection which developed 24 to 36 hours after his second synvisc 2 mk injection. On an unk date in 2014 the pt had joint washout for both the events and investigations revealed that the pt had no infection. Action taken: unk. Corrective treatment: joint washout for both the events. Outcome: unk for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and results were pending for the same. No further info was available at the time of reporting. Consent for follow up from doctor was obtained. Seriousness criteria: intervention required.